Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during a papillary sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they tried to perform papillotomy, the cutting wire broke when the current was applied. A second autotome rx 44 was used; however, same thing happened. The procedure was completed with a different device, using the same generator and active cord. There was no part of the device detached inside the patient. There were no patient complications reported due to this event.